Manufacturer narrative:
Investigation ongoing. Manufacturer's conclusion to follow.

Event description:
Customer reported that whilst in weaning mode, the perfusionist pressed the tab +100 to fill the heart and an alert message in yellow, on the menu of arterial pump, chapter "bubble" arterial line: "défaut communication entre pompe art et occluder art". At that moment the level of blood in the reservoir was above the protected level (more than 200ml) but the arterial roller pump stopped. The venous flow was about 1l/mn, all shunts closed. The perfusionist exited weaning mode and finished manually the case. No harm. There was no patient harm and no delay to operation.

Event description:
Customer reported that whilst in weaning mode, the perfusionist pressed the tab +100 to fill the heart and an alert message in yellow, on the menu of arterial pump, chapter "bubble" arterial line: "défaut communication entre pompe art et occluder art". At that moment the level of blood in the reservoir was above the protected level (more than 200ml) but the arterial roller pump stopped. The venous flow was about 1l/mn, all shunts closed. The perfusionist exited weaning mode and finished manually the case. No harm. There was no patient harm and no delay to operation.

Manufacturer narrative:
Log analysis confirms multiple instances of reverse blood flow detection while the system was operating in weaning mode. The system is operating as intended per software 6.8 specifications; the pump correctly stopped upon detecting negative flow during the weaning mode.